Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance of the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated that the defibrillation impedance trend was rising. Trend steadily rising from ~50 ohms in (B)(4) 2014 to ~100 ohms in (B)(4) 2015. Alert limit set to 100 ohms. (B)(4).